Event description:
It was reported, during surgery. The surgeon was implanting a screw in the radial styloid hole of the plate, when the driver tip broke off in the screw. The driver tip was removed, and the surgery was completed after a 2-minute delay. There was no adverse patient consequences reported. This report is related to report number 3025141-2024-00600, for the driver involved in this event.

Manufacturer narrative:
The reported 2.3mm x 16mm lkg variable angle screw (part number 30-2316) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed. And no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 604088) was examined visually under magnification to confirm failure. Torsional and oblique fracture patterns were identified, at the transition from the radius to the hex tip. A torsional fracture pattern likely, indicates an excessive twisting load about the driver's central axis. While an oblique fracture pattern likely, indicates some side loading (bending), away from the driver's central axis was also applied to the hex tip. Hex tip breakage may occur, when excessive force is applied to the driver, during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth or improper surgical technique. However, based on the information received, and due to unknown surgical conditions, the root cause could not be determined.